Event description:
Procedure: lower anterior resection. According to the report: the surgeon was performing an open lar, and the stapler could not staple completely. Fluid leakage occurred which required an additional resection of tissue to remedy. The 35 minutes was added to the case as the surgeon resutured.

Manufacturer narrative:
Date initial report sent: 09/30/2009.